Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to our quality assurance laboratory and underwent detailed analysis. Visual inspection noted setscrew marks on all terminal connectors. There was a cut in the trilumen insulation at 20.5 cm from is-1 pin. This cut was likely due to the removal of suture sleeve as a cut was also observed in suture sleeve that is corresponding to cut in the insulation. The lead failed to extend during testing most likely due to dried blood in mechanism. The allegations could not be confirmed as the lead showed its conductive paths to be in specification.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead. The noise was oversensed which resulted in pacing inhibition. The patient symptoms were unknown. The patient was admitted for a lead revision. Manipulation and coughing recreated the issue however, in the lab the physician could not reproduce the issue. The physician explanted the lead and a new lead was successfully implant. The lead is being returned for analysis.